Event description:
It was reported that the patient line separated from the transfer set when the home patient (hp) turned, resulting in a system error 2240 (air in line/set) alarm. This event occurred during drain 2 of 5 while the home patient was connected. The hp stated they believe the connection was loose. The hp stated they capped the transfer set with a minicap and tried clearing the alarm by cycling the power. The technical service representative (tsr) explained to the hp that they will have to start over with all new supplies. The tsr had the hp cycle the power again, press go and unload the cassette. The tsr had the hp turn the hc off, so they had time to clear the old set up and collect new supplies. The alarm was cleared and the hp was to start over with new bags and cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. It was reported that the patient had a loose connection between the patient line and transfer set. The connection became separated. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.